Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 180 mg/dl. Standard troubleshooting was performed. The insulin pump had been stored for about a year. The customer was advised that the insulin pump alarmed because it had an unexpected restart. The product is not being returned. Nothing further was reported.